Event description:
Pt was unable to prime during a set change. Troubleshooting was done and the customer was advised that the pump needs to be replaced. It was indicated that the customer was instructed to revert to manual injections per md protocol.